Event description:
The pump would not turn on due to depleted batteries. Information was not provided reagarding whether or not the failure occurred during a pt infusion. There were no reports of pt injury or medical intervention associated with this event.